Manufacturer narrative:
There is a possibility that this issue could lead to misdiagnosis. However, good clinical practice would dictate that diagnostic and treatment decisions would be based on pt overall exam, clinical symptoms and lab data etc., and not on a single MRI series.

Event description:
It was reported that functional MRI images were mismapped onto the high resolution anatomical images after a brain scan using a signa hd mr scanner with brainwave option. This problem was attributed to a software error that occurs during particular circumstances. The problem occurs when anatomical images are obtained in the I-s direction, but does not happen when images are acquired in the s-I direction. If not detected by the healthcare professional then this problem could potentially affect diagnosis or treatment decisions.